Event description:
When administering medication, two separate syringes began leaking medication at the texium bonding site resulting in 3-4ml of medication not administered to patient. Ref report: mw5160776.